Manufacturer narrative:
Customer declined to return device for investigation.

Event description:
The customer alleged questionable results for the troponin I (tni) application on the cardiac 200 for 2 patient samples. The initial test results from the cardiac 200 were reported to the physician. The ER questioned both results. Samples for both patients, drawn at the same time as the original samples, were sent to the main laboratory for repeat testing on an unknown analyzer. The customer does not know if any of the results generated data flags. The customer has 2 different test modules connected to the cardiac 200 control module. The customer was unable to provide which test module was used for each test. For patient 1 the initial tni was 0.31 ng/ml, with results > 0.29 ng/ml being considered positive. The repeat tni was < 0.006 ng/ml, with results < 0.07 ng/ml being considered negative. For patient 2 the initial tni was 0.34 ng/ml, with results > 0.29 ng/ml being considered positive. The repeat tni was < 0.006 ng/ml, with results < 0.07 ng/ml being considered negative. The customer stated neither patient was adversely affected. The tni reagent lot number was m00703. The customer stated they believe the issue was related to the ER techs not using proper technique and that this issue had occurred previously with different procedures. The customer declined to return the cardiac 200 for investigation or service or to have a replacement unit sent.